Event description:
It was reported by the affiliate that when the device was used during an unknown procedure, it locked out. The same thing occurred when a new reload cartridge was used. Another device was used to complete the case. There was no consequence to the pt.